Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, which was resolved by two complete set changes. The customer's blood glucose was 320 mg/dl. The customer advised that she was able to get her blood glucose down. She declined troubleshooting for the issue, since she had resolved the alarm prior to the alarm. She requested to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.